Event description:
Lipid tubing was slightly leaking at the connection from microbore to lipid filter connection and lipids were not infusing through the filter tubing to the infant. The area was cleaned, new syringe of lipids was obtained, and tubing was changed out.